Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that one set of patient results generated on the cell-dyn 4000 analyzer were questioned by a physician as being lower than expected. The sample was then retested on another system with higher results: initial: wbc: 8.69, rbc(I): 3.00, hgb: 4.49 , mcv: 86.5 , plt(o): 108; retest wbc: 10.8 rbc(I): 5.21 hgb: 10.0 mcv: 85.7 plt(o): 199; [5.34 rbc(o)] , [189 plt(I)]. The patient was sent to the emergency room (no further information available). Controls have been within specifications. A precision run performed immediately after these results were generated met all specifications in both open and closed modes of operation. There is no further impact to patient management reported. Units of measure: wbc in k/ul; rbc in m/ul; hgb (hemoglobin) in mmol/l; mcv in fl; plt (platelets) in k/ul. (I) = impedence counts. (O)= optical counts.